Event description:
It was reported by the affiliate that the surgeon attempted to fire the instrument. The surgeon noticed the staples would not form. The surgeon opened a new instrument and it fired perfectly. No adverse pt outcome.